Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.  Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. While wearing a pod between 4 and 24 hours the patient¿s blood glucose level rose to 992 mg/dl the patient experienced symptoms of stomach pain, thirst, frequent urination. The patients mother reports at 2:05 pm her daughters blood glucose level was over 600 mg/dl and a correction bolus was given as well as a new pod was applied. Once at the hospital the patient was treated with a shot of 15 units novolog insulin. The patient's blood glucose and insulin history are as follows: (B)(6).